Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the device switched from the color bars to live video where it displayed a black screen. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with a component failure. Factors that may have contributed to the reported event include an internal short or defective component. No containment or corrective actions are recommended at this time.

Event description:
It was reported the camera head lens shows a purple screen, there was no loss of visualization. No case reported; therefore, there was no patient involvement. Results of investigation have the camera head functional evaluation revealed that the device switched from the color bars to live video where it displayed a black screen; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.